Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the system error 322 during testing. However, review of the device history log confirmed the error. The upper and lower auxiliary were found to be out of specification.